Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a lose cable connection on the processor board. The technician refitted the cable to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As root cause of the reported malfunction a loose connection could be determined however it was not possible to determine how the cable became loose. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the control display of a heater-cooler system 3t was found to be not functioning during priming. There was no patient involvement.